Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd cathena¿ safety IV catheter with bd multiguard¿ technology while introducing it into the vein. The following information was provided by the initial reporter: "I was inserting an IV into the patient and when I went to thread the catheter into the vein, the needle busted through the catheter length-ways."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Evice history record of packaged needle (pn) batch 2141048 catalogue number 386861 and its assembled needle (an) batch 2146026 and 2110615, part number 8608861 were reviewed. No quality notification was raised for similar nonconformance for the past 12 months.

Event description:
It was reported that the needle pierced through the bd cathena¿ safety IV catheter with bd multiguard¿ technology while introducing it into the vein. The following information was provided by the initial reporter: "I was inserting an IV into the patient and when I went to thread the catheter into the vein, the needle busted through the catheter length-ways."